Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that there was brown foreign material on the inside of the device and the packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was brown foreign material on the inside of the device and the packaging.